Manufacturer narrative:
Concomitant product(s): b.braun 250ml bag of 0.9% nacl injection, ndc 0264-7800-20, lot j6e185, exp 05/2018 unknown chemo drug; hospira 250ml bag of 0.9% nacl injection, ndc 0409-7983-02, lot 58-093-jt, exp 1 oct 2017, therapy date unk. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported a tubing leak at an unspecified location occurred during patient use. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report of a tubing leak was not confirmed. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Microscopic examination did not reveal any discernible signs of damage or abnormalities. Functional and pressure testing resulted in fluid flowing through the set. There were no signs of leaking anywhere on the set. The root cause of the customer¿s report of a tubing leak was not identified.